Manufacturer narrative:
A field service engineer (fse) noticed dilution factor for pipettor #4 was 220 compared to the other pipettors that had factors of 182-189. The fse changed the red and white fittings found in the reagent pump for pipettor #4. The changing of these fittings resolved the imprecision and brought the dilution factor for pipettor #4 into range with the other pipettors. The fse verified the instrument to published specifications. Hardware has been determined to be the root cause of this event.

Event description:
During install, a beckman coulter inc., (bci) applications representative contacted bci to report imprecision on unicel dxi 800 access immunoassay system on pipettor #4. The instrument had not been released to customer and was not generating results. No erroneous results were reported by customer.